Event description:
A report was received that the patient will undergo a revision procedure. Lead malfunction was suspected.

Manufacturer narrative:
Additional information was received that there was lead migration and it was confirmed through x-ray.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a revision procedure. Lead malfunction was suspected.